Event description:
The (B)(4) distributor reported that the patient is facing an infection with the device and her incision is not healing well. Culture tests confirmed that the bacteria type was (B)(4);. The physicians are considering the following two options: put the patient on antibiotics; remove the device. Follow up with the physician found that he did not believe the infection was related to the vns device. Per the physician, the patient was not monitored well during the recovery period and may have been playing with the wound several times when left alone, which would have caused the infection. The infection was localized in the chest mainly. No additional information was provided. A review of device history records showed that the vns generator and lead were sterilized prior to distribution.

Manufacturer narrative:
Manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.